Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade discolored (burnt) and broken due to heat generated from contact between the blade and tissue pad. The tissue pad was damaged and melted and 100% present. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was found to be broken at the discolored (blue) and returned. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Is it possible that this is what happened due to the device returned condition. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad and blade.

Event description:
It was reported that during a cervical procedure, the blade was broken off during use. The broken tip was retrieved and no pieces were left inside the patient. There was no bleeding due to the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device evaluation - no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.